Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, four days postoperative from a laparoscopic high anterior resection, an infection from anastomotic leak was noted. The clinical anastomotic leak was determined by computed tomography (CT) scan and regal contrast leaked out of anastomosis. There were no issues during the operation. The stapler appeared to fire correctly, it passed an air leak test after the stapler had been used, and normal full tissue donuts were seen. The patient had to undergo hartmann¿s procedure and hospitalization was extended for one week. A reverse hartmann is intended to be performed in 6 months time.